Event description:
It was reported that the device was explanted and replaced due to premature battery depletion. It was also noted that high outputs were observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.